Manufacturer narrative:
(B)(4). Pump received with broken reservoir tube lip noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level was unknown. Customer reported that the reservoir rim has cracked. The troubleshooting was performed and found that the reservoir locked in place. The customer was advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.